Manufacturer narrative:
Method: the actual product involved with the incident reported has not been received. No product evaluation can be performed at this time. No inventory available for the lot reported. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties (B)(4) inc. Requirements throughout the incoming, manufacturing and the final inspection processes. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. As of the day of this report, information has not been received from supplier. The needle supplier has been made aware of this complaint for a continued investigation. Upon receipt of samples, we will provide a follow-up containing results of the evaluation. (B)(4). Item #sxpd2b40505 stratafix spiral pdo knotless tissue control device - 2ctx #2 pdo 36x36, lot mcmg620.

Event description:
It was reported that, during a total hip replacement, the tip of the needle broke off during the procedure. The needle was successfully retrieved from the patient. (B)(4).